Event description:
The manufacturer received information alleging being unable to install a software update during regular maintenance. The device was received and evaluated by the manufacturer. A "ventilator inoperative" alarm occurred and it was impossible to operate the device when the power was turned on in order to perform operational checking. Since the reported issue had reportedly occurred during the software version upgrading, the software version was upgraded again then it completed properly.